Event description:
It was reported that during the implant attempt the patient had chest pain and an echocardiogram showed a small perforation. The helix was difficult to extend and retract. Several positions had been attempted but the lead had high impedances and thresholds. The lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.